Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after completing the firing and before retrieving the blade on a vats (video-assisted thoracoscopic surgery) lobectomy, there was bleeding in the suture line. To resolve the issue, the surgeon need to add tie on the vessel to stop the bleeding.